Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 32mmx2.75mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
Updated and corrected the following fields: b5: describe event or problem, and h6: device codes (2). A2: age at time of event: 18 years or older device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. Visual, tactile, microscopic, dimensional and functional analysis was performed on the device. A visual examination of the stent profile and the hypotube profile found no issues. A visual, tactile, and microscopic examination of the outer and inner lumen and mid-shaft section found multiple kinks along the polymer extrusion. Microscopic examination of the crimped stent via scope found no evidence of stent damage. There were no signs of movement, the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. Functional testing revealed that the device successfully tracked through a recommended 0.014'' guidewire with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 32mmx2.75mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure. It was further reported that resistance was felt when the device was advanced. The stent got damaged but remained on the stent delivery system. The unexpanded stent was pulled back into the guide catheter and removed. As soon as the stent was observed to be damaged, the device was removed immediately and no multiple attempts were made to position the stent at the lesion site.

Manufacturer narrative:
Updated and corrected the following fields: b5: describe event or problem, and h6: device codes (2). A2: age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 32mmx2.75mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The procedure was then completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure. It was further reported that resistance was felt when the device was advanced. The stent got damaged but remained on the stent delivery system. The unexpanded stent was pulled back into the guide catheter and removed. As soon as the stent was observed to be damaged, the device was removed immediately and no multiple attempts were made to position the stent at the lesion site.